Event description:
It was reported that the patients ipg was difficult to charge due to ipg migration. The patient underwent an ipg repositioning procedure and was doing well postoperatively. Nothing was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.